Manufacturer narrative:
Findings: report was confirmed by evaluation. The attachment tube broke at the threaded interface with the attachment base. The failure was caused by excessive use of the device without repair or service. There was no record of repair or service for the attachment in the 42 months since initial distribution. Product labeling includes instructions regarding preventive maintenance intervals and requirement for factory level service at specified intervals based on attachment usage. This attachment was used beyond the service life.

Event description:
Attachment broke during a lumbar decompression procedure. The attachment broke at the base and pieces detached. The pieces were retrieved with forcepts, irrigation, and suction. All of the pieces were retrieved. A routine x-ray and antibiotics were administered. A back-up attachment was used to complete the procedure. There was no patient impact.